Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not powered on. The field service engineer (fse) found all drawer control boards for half-height cubie drawer 2 unresponsive and replaced the failed components. No other issues were reported. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware was malfunctioning, station would not power on. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.